Event description:
It was reported that the pacemaker system exhibited high out-of-range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,000 ohms. A lead safety switch (lss) occurred which switch the pace/sense configuration from bipolar to unipolar. The device was programmed to bipolar and pacing impedances were noted to be in range. Technical services reviewed device data and found there were some inappropriate stored episodes in which there was over-sensing of myopotential noise due to the lss. Ts discussed possible causes. At this time, the device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).